Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing adn investigation at the user facility. During testing, the device touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.